Event description:
This is being submitted following a retrospective complaint review. The user reported during a knee arthroscopy that the pump reset itself to a higher pressure without alarm. The md noted increased outflow with inability to maintain pressure. It was reported another pump was used. The surgeon elected to change to gravity feed. The knee was noted to have swelling and there was a one hour delay reported. There was no adverse effect reported on the patient. The tubing was discarded and no information was available on the tubing.